Event description:
Caller reported a malfunction on the pump, identified by a malfunction code and fault ID. There was no adverse impact to the customer¿s blood glucose level as the level did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.